Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: command 14 es. Sheath: terumo 6f destination. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of the device being returned for analysis, a conclusive cause cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a right renal artery that was 80% stenosed. During deployment, the balloon of a 7.0x18mm herculink elite was only able to be partially inflated at the proximal end. The stent then slipped distally 5mm further into the renal artery in healthy tissue. The physician could not pull back the stent implant as it was already partially open. It was decided to re-inflate the balloon and implant the stent in that location. Another herculink was used to successfully complete the procedure in the intended location. Final result was good. There was no adverse patient sequela reported. No additional information was provided.